Event description:
This customer reported that they got a message of impending shutdown, then the device powered off.

Manufacturer narrative:
This customer reported that they got a message of impending shutdown, then the device powered off. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.